Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's implantable cardioverter defibrillator exhibited undersensing leading to pacemaker mediated tachycardia. It was noted that the patient had a history of retrograde conduction. Programming changes were made. The patient was stable.